Event description:
(B)(4). Major bleeding (every 2 weeks), cramping, bloating, long periods (sometimes 6 weeks), headaches, major weight gain, painful sex, extreme fatigue and insomnia. I am allergic to nickel and was not told it contained nickel. Adenomyosis. Hysterectomy.